Manufacturer narrative:
Correction : describe event or problem.

Event description:
It was reported that the customer had occlusion alarm issues occurring in a wide range of circumstances (without boluses, during boluses, at startup and not-start-up) particularly when administering a bolus dose of propofol. Although requested, the customer was not able to provide any specific event details. There was patient involvement but no harm.

Event description:
It was reported that the customer had occlusion alarm issues occurring in a wide range of circumstances (without boluses, during boluses, at startup and not-start-up). There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.